Event description:
The user received a questionable hcg (human chorionic gonadotropin) result from the elecsys 2010 analyzer for one sample from a patient (B)(6). The initial result was around 15 miu/ml. The same sample was sent to another lab for repeat testing and a result of 0 miu/ml was received. The user stated the pregnancy "did not continue" and the patient was no longer pregnant due to complications. The pregnancy loss was not due to the erroneous result. The patient was treated with methotrexate based on the ultrasound result which showed no fetal growth or movement. The user stated this was how any other patient would be treated when their pregnancy does not continue due to complications. The user refused a service visit and stated this was not an instrument issue. She stated she felt this was a patient specific issue. The hcg reagent lot number was not provided.

Manufacturer narrative:
A specific root cause was not identified. Based upon information provided, the elecsys result might be clinically possible. The customer refused to provide additional information for further investigation.

Event description:
The customer reported a system message displayed during set up. The system would not boot up due to a footswitch problem. The system was switched out to proceed with the cases. There was an hour delay. No pt injury was reported.